Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer went to the emergency room (ER) due to a low blood glucose (bg) of 15 mg/dl. Reportedly, customer delivered too large of a bolus, which subsequently decreased their bg level. Customer attempted to self treat by administering a glucagon shot however; was treated intravenously with fluids of saline and insulin at the ER. Systems check with tandem technical support confirmed the pump is functioning as intended. Customer declined additional follow up.